Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with ectasia in both eyes. A brief description of the event says that abnormal topographies where noted during post op visit. It was stated that the patient had loss best corrected visual acuity (bcva). The patient complained of blurry vision and feels that visual acuity has been declining steadily over last few months. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2017 right eye post-op 20/30; left eye post-op 20/25.